Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose symptoms and was taken to the hospital. At the hospital the patient received a blood glucose result in the range of 400 mg/dl- 500 mg/dl. The patient was admitted into the intensive care unit and was treated for hyperglycemia. The type of treatment given was not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.